Event description:
It has been reported that a revision surgery was performed, due to pain at the femoral lateral compartment. During surgery, it was found that the femoral component did not cover the whole distal aspect of the femur, especially laterally where the bone edge was prominent and could have created irritation of soft tissue when rubbed against. This edge was smoothened significantly and the poly insert was replaced.

Manufacturer narrative:
Na.